Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
On 10/05/2021, it was reported by a sales representative via sems that an ar-6480 pump did not have working outflow. This was discovered during use; rep contacted 10/8 for more info. Update: rep returned contact 10/10. No case date was provided, case completed using the complaint pump with just inflow, no patient effect.